Event description:
It was reported that the foley catheter balloon was deflated as per routine, and it was intact during removal. However, the fluid from the foley catheter balloon which went into the syringe when the balloon was deflated was not clear water as normal. Instead, the balloon drained urine and water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.